Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation. No medical intervention was specified as required by the patient. Additional information received from the patient indicates she started using the device in 2018 & quit using it in 2024. The patient was diagnosed with throat irritation in 2024, and doctor told her to drink water. Pre-existing medical conditions prior to using the device includes: functional neurological disorder, sleep apnea & conversion disorder. The patient also states the CPAP device burned her throat, so she stops using it. Recall device is not working so she is waiting for new device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat irritation. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.